Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 575 mg/dl. The customer had symptoms such as blurry vision, stomach pain and dry mouth. The customer was hospitalized due to the high blood glucose level of 575 mg/dl. The customer's blood glucose value was 397 mg/dl at the time of the call. Customer reported that the high blood glucose levels began (B)(6) 2017. The customer stated he had multiple no delivery alarms, and changed the set every 12 hours. The customer was treated for the high blood glucose levels with manual injections. The customer was wearing the insulin pump during hospitalization. The customer stated they were released from the hospital on friday with diabetic ketoacidosis. The customer stated they had the same issue 2 weeks ag and the customer does not believe it is the infusion sets, the customer thinks the issue is with the insulin pump. The customer stated they woke up with a blood glucose ranging from 397mg/dl to 490mg/dl. The customer stated the insulin pump experienced multiple no delivery alarms, the customer was assisted through troubleshooting. The customer declined to check for possible site/insulin issues. The high pressure test could not be performed until the customer received their tubing clamp. The customer was advised to contact the helpline back when they received the tubing clamp so that the high pressure test could be performed for the insulin pump. The product will be replaced. The product will be returned for analysis.